Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: an ezprime operation was performed without occlusion alarms. The pump passed force sensor calibration testing. A review of the black box showed several occlusion alarms associated with high force which were correctly detected by the pump; several occlusion alarms in the black box showed that they were not confirmed until an hour later. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The reporter/patient's mom claimed that the animas pump is giving occlusion alarms due to blocked infusion set tubing. At the time of concern, the patient's blood glucose was at 462 mg/dl. The patient also had high ketones. The schooled nurse treated the patient with 10 unit of insulin. The reporter was unable to perform any troubleshooting at the time of concern. Animas has made several attempts to contact the reporter to obtain more information. The reporter has not been available for a follow-up. The occlusion alarm issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The blocked infusion set tubing involves product that was not manufacturer by animas. Animas does not manufacture this product but will forward the complaint to the relevant manufacturer. This complaint is being reported because the patient allegedly received medical intervention for hyperglycemia while on pump therapy. It is not clear if user error or other pump issue contributed to the incident.